Event description:
It was reported to the manufacturer that the site has been facing communication issues with their programming wands. Replacing the battery did not resolve the issues. A replacement wand was sent to the site. The non-working programming wand has been returned to the manufacturer where analysis is underway.